Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and a non-boston scientific right atrial (ra) lead exhibited a right atrial automatic threshold (raat) alert for unsuccessful testing due to noise. Additionally, the device and a non-boston scientific right ventricular (rv) lead exhibited noise and oversensing. The patient had an intrinsic rhythm; therefore, no pacing inhibition was observed. The patient was brought to their clinic for testing, and the leads tested normally. The device was reprogrammed at that time. Additional information was later received which reported that there was ra oversensing of rv signals, as well as stored episodes of ra noise and oversensing. Technical services (ts) noted that this noise/oversensing appeared to be related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor (sam). The ra impedance measurement was elevated during the sam episode. There were also episodes of rv noise which appeared to be related to the mv feature. Device programming was discussed with the health care professional (hcp). There were no out of range impedance measurements on either lead. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.